Manufacturer narrative:
(B)(4).

Event description:
Patient reported signal loss over 1 hour.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), b5: describe event or problem ¿ additional information d3 mfg postal code: correction - field should be left blank in initial h2: additional information/correction information h6: investigation findings: correction - incorrect/missing investigation finding code in initial h6: investigation findings ¿ additional information h6: investigation conclusion: correction - incorrect/missing investigation conclusion code in initial h6: investigation conclusion ¿ additional information h10 corrected data.